Event description:
During an avnrt ablation procedure, communication issues with the ablation catheter resulted in a procedural delay. The catheter was connected, and it was able to be localized, contact force information was shown, and there was a good signal. However, when attempting to ablate, an error message displayed on the generator stating no catheter connected. The catheter was disconnected, the generator and tactisys were switched off, the cable between the tactisys and the generator was changed, and the generator was replaced, but the issue persisted. The catheter was replaced which resolved the issue and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported ampere recognition issue could not be confirmed. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.